Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The insulin pump was frozen. The customer¿s blood glucose was 10.5 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump buttons stopped working. No significant events leading to keypad anomaly were observed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Act and up arrow buttons did not respond due to corroded keypad traces. No frozen screen noted. Unable to perform self test and displacement test due to button keypad anomaly. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.